Manufacturer narrative:
Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the pump was working again, no alarm, and no complication at the moment. The explant would be or was intended to occur in january/february.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the concentration was 10mg/ml , the daily dose of 4 mg. The last 3 weeks the concentration was 5mg/ml with a dose of 0.5mg/day and the last week was then saline. The specific drug was not provided. The pump was expected to be returned but the explant date was not available at this time. The patient was doing well.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion: code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the patient was doing well. The therapy was ¿reduce and closed¿ and filled with nacl. Pump logs provided from (B)(6)2018 indicated that on (B)(6) 2018 at 01:24 a low reservoir occurred. On (B)(6)2018(B)(6) at 01:29 an empty reservoir occurred. On (B)(6)2018 at 13:33 a motor stall recovery occurred. A motor stall occurred on (B)(6)2018 at 20:25. On (B)(6) 2018 at 11:21 an active alarm was silenced and on (B)(6)2018 at 20:25 the stopped pump period may exceed tube set message was reached. The pump was stopped due to off state on (B)(6)2018 at 12:31. The estimated replacement indicator was 6 months. The pump would be explanted on (B)(6)2018. No further complications were reported and/or anticipated.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving saline (0.9 mg/ml at 0.45042 mg/day) via an implantable pump for an unknown indication for use. It was reported that a pump alarm occurred. The logs were checked, revealing that a "motorstop" had occurred. The event date was provided as (B)(6) 2017. It was reported that the therapy plan was to slowly reduce the medication. The therapy goal had achieved it's intended result on (B)(6) 2017, and the pump was filled with saline on the same date. It was stated the reduction in medication had started four weeks prior to (B)(6) 2017. Surgical intervention was planned and reported to be scheduled, but it was also stated that the "date is open." There were no reported contributing factors. The pump was implanted - out of service, and the event was considered to be resolved. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported or anticipated. Pump logs were provided. Logs indicated that a motor stall occurred, as well as a tube set message. The logs don't show when the motor stall occurred, but they show the tube set message occurred on (B)(6) 2017 at 18:14, indicating the motor stall would have occurred on (B)(6) 2017 at 18:14. There was no noted motor stall recovery.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion: code (B)(4) no longer applies to this event. The previously reported text below no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that in november the pump was filled with saline. Prior to the pump having saline, the pump delivered morphine (hydromorphone) 10 mg/ml. It was further noted that the concentration and dose had previously been reported. It was reported that it was intentional to let the pump go dry because it was saline and the pump was expected to be explanted eventually. It was confirmed that saline was in the pump at the time the empty alarm occurred. It was confirmed that the off state was intentionally programmed and that it had been programmed on (B)(6) 2018. It was reported that the patient did not experienced any symptoms as a result of this event. It was reported that the physician decided together with the patient to fade out the therapy. The dose of hydromorphone has been reduced from 4 mg/day to 0.5 mg/day and after words the hydromorphone was replaced with nacl. In the course of changing the drug from hydromorphone to nacl a motor stall occurred and it was unknown how much time there was between the change of the drug and the motor stall. As the dose of hydromorphone has been reduced prior to filling with nacl, therefore, the motor stall did not result in withdrawal symptoms. It was reported that the cause of the motor stalls was unknown. It was reported that the pump was explanted on (B)(6) 2018. No further complications were reported and/or anticipated.